Event description:
An ophthalmic tech reports a scratched intraocular lens (iol) during implant surgery. The incision was enlarged to faciliate removal and replacement of the scratched lens.

Event description:
Additional info was provided by the ophthalmic tech. The pt had an excellent outcome following surgery.